Manufacturer narrative:
Product development investigation was completed. A visual inspection, drawing review and device history review were performed as part of this investigation. The returned driver was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken and missing the distal 1.5mm of each lobe (calipers (B)(4)). Relevant drawings for the returned instrument were reviewed (both current revisions and from the time of manufacture). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The straight tip t25 driver (03.632.400) is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient¿, as per the technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(4). Manufacturing date: 11. May 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the patient underwent a t10-pelvis matrix hardware revision. At the end of the case, while still in the operating room, the surgical instruments that were used in the procedure were inspected and it was noted that the matrix head pop-on tool, the matrix t25 straight shaft and the matrix long holding sleeve were damaged. The top of the matrix head pop-on tool (the silver part that screws into the green handle) was bent. Additionally, the tip of the matrix t25 straight shaft was mangled and unusable for the next case and the matrix long holding sleeve had a portion of the top thread missing from the tip. Reportedly, there were no broken pieces of the device left in the patient at the end of the case. This was confirmed by a final x-ray. The surgery was successfully completed without any patient harm, additional medical intervention and without any surgical delays. It was reported that there were no unanticipated x-rays required. Patient outcome is good. Revision procedure is captured in (B)(4). This report addresses the intraoperative events. This report is for one (1) straight tip t25 driver. This is report 1 of 2 for (B)(4).